Event description:
Three months after the second procedure, the pt complained of chest pain. Nine days later, the pt was emergently hospitalized. An (iabp) intra aortic balloon was inserted. The next day the pt underwent a (cag) coronary angiography that revealed a 90% lesion in the proximal (lad) left anterior descending artery with a timi flow of three. The circumflex lesion was 99% occluded with a timi flow of two, and the first diagonal branch and the right coronary artery were 100% occluded with a timi flow of zero. The pt underwent emergent five-vessel bypass surgery.